Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. Technical services (ts) was consulted and upon review of the available information oversensed noise leading to approximately two seconds of pacing inhibition was observed. Further in clinic evaluation was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received stating that the patient exhibited a chest infection, during an in clinic follow up the noise was able to be reproduced when coughing however it was not being oversensed. Ts stated recommended further evaluation and stated that if the oversensed noise episodes had an extension of approximately twelve seconds the patient could receive inappropriate therapy. Continuous monitoring was going to be provided. No adverse patient effects were reported.